Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this obtryx system - curved device underwent a thorough analysis. Visual inspection of the device observed that the mesh was partially explanted. The investigation concluded that the most probable cause for this event is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2025, was chosen as a best estimate based on the date of mesh explant. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion the following imdrf impact codes capture the reportable events of: f1903 - vaginal mesh explantation.

Event description:
It was reported that sometime after implantation, the patient was seen by a urologist due to experienced persistent incontinence. During bulkamid treatment, urethral erosion of the sling was identified. No pain was noted in the thigh roots or obturator foramen. Given the erosion, complete removal of the sling was indicated as the first step in management. On (B)(6) 2025, under general anesthesia, the eroded mesh was successfully removed via vaginal access, and the patient has been feeling much better.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 8, 2025, was chosen as a best estimate based on the date of mesh explant. Block h6: the following imdrf patient codes capture the reportable events of: e2006: mesh erosion. The following imdrf impact codes capture the reportable events of: f1903: vaginal mesh explantation.

Event description:
It was reported that sometime after implantation, the patient was seen by a urologist due to experienced persistent incontinence. During bulkamid treatment, urethral erosion of the sling was identified. No pain was noted in the thigh roots or obturator foramen. Given the erosion, complete removal of the sling was indicated as the first step in management. On (B)(6) 2025, under general anesthesia, the eroded mesh was successfully removed via vaginal access, and the patient has been feeling much better.